Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery and low battery. Customer's blood glucose was unknown mg/dl. The customer did not want to be transferred to helpline.customer stated that he will sent email to helpline and wanted the incident to be documented.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.